Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a procedure, a system advisory displayed, and the phaco handpiece would not work correctly and "heated up abnormally". Discoloration of the cornea was noted at the incision site. The handpiece was switched out to complete the case. Additional information was received indicating an occlusion occurred during the phacoemulsification portion of the case. Suturing to the wound was required.